Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was elevated capture threshold and phrenic nerve stimulations on the left ventricular (lv) lead. After further assessment in clinic, chest x ray saw poor lv lead position. There was no dislodgement. The lv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.